Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Review of the most recent repair record determined the device was sent in without the ratchet so could not be evaluated and the comb was damaged and replaced and resolved the reported issue. Device is used for treatment. A definitive root cause cannot be determined. The event is confirmed.

Event description:
It was reported that the device would not feed. Occurred during procedure in wound care. There was no harm or delay. Investigation found the comb was damaged. No adverse event was reported as a result of this malfunction.